Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. As the increase in impedance measurements was gradual and no noise was identified, a lead fracture was not suspected. No changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. As the increase in impedance measurements was gradual and no noise was identified, a lead fracture was not suspected. No changes were made to the system. No adverse patient effects were reported. Additional information received indicates that the device has been beeping for a few months as a result of the high out of range shock impedance. Technical services (ts) discussed the risk of having a high out of range impedance and possible troubleshooting. The device remains in use. No adverse patient effects were reported,

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. As the increase in impedance measurements was gradual and no noise was identified, a lead fracture was not suspected. No changes were made to the system. No adverse patient effects were reported. Additional information received indicates that the device has been beeping for a few months as a result of the high out of range shock impedance. Technical services (ts) discussed the risk of having a high out of range impedance and possible troubleshooting. The device remains in use. No adverse patient effects were reported,